Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
Falsely depressed calcium results were obtained on two (2) patient samples. The results were reported to the physician who questioned the results. The samples were subsequently repeated and higher results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium results.